Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Corrected: d4. Updated; d1, d9, h2; h4. Incorrect part initially reported, returned device and evaluation in progress updated part information. The device has been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an attempted removal of a cephalomedullary implant; however, the cephalic screw removal instrument did not engage the screw, and the procedure was unsuccessful. The patient returned to the ward with the nail still implanted. The patient experienced an unsuccessful removal with procedural delay; no additional intra-operative treatment beyond the attempted removal and anesthesia was reported. No further complications were noted, and the nail remained implanted. No known impact or consequence to the patient was reported beyond the surgical delay. Attempts have been made and no further information has been provided.